Event description:
It was reported that customer experienced altitude-related alarm 21a on pump, but no additional details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Pump was returned for evaluation, where it started, charged, and connected to computer without any recorded alarms. The customer reverted to an alternate method of insulin therapy.